Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple erroneous results generated by the unicel dxi 800 access immunoassay system. Customer indicated that they obtained erroneous results on five different assays (rubella ipg, psa, vitamin b12, ferritin, tsh). Per customer, they repeated all tests back to the last acceptable qc and there were 81 reports that were corrected. Thirty three of those corrected results were in a different clinical category. The results were reported out of the lab. It is unk if pt treatment was affected as a result of this event.

Manufacturer narrative:
A system check performed in 2008 passed specifications. Qc and a diagnostic system check performed after the event failed. A field service engineer was dispatched: the fse inspected the instrument and found a crack in the peri-pump tubing. The tubing was replaced and all hardware verification testing passed within specifications. The fse went back to the customer's lab and replaced the peri-pump assembly. The fse performed hardware verification testing with good results. The hardware failures may have affected other pivotal assays on recur. Erroneous results of a pivotal assay may contribute to serious injury to a pt. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.